Event description:
It was reported that cardiac arrest occurred. The procedure was aborted. A left atrial appendage (laa) closure procedure was being attempted under general anesthesia. The patient was already slightly bradycardic, in the 50's heart rate. During advancement of the watchman trusteer accesss system (was) and versacross connect (vcc) dilator from the superior vena cava (svc) toward the interatrial septum, contact with the atrioventricular (av) node occurred, resulting in loss of rhythm and asystole. Chest compressions were immediately initiated, and epinephrine was administered, with successful return of circulation. The procedure was aborted. A temporary pacemaker was placed, and the patient was transferred to the intensive care unit (ICU) for monitoring. The patients blood pressure remained stable, and the temporary pacemaker was subsequently removed in the catheterization laboratory. The patient is expected to fully recover.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman trusteer? Access system was discarded; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman trusteer? Access system, part#: m635tu90050, batch#: 0037970649. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformance's that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman trusteer? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include arrhythmia (asystole, cardiac arrest) (additional device and medication required, intensive care, hospitalization, resuscitation). Risk review: a risk review was completed and confirmed that the event of arrhythmia (asystole, cardiac arrest) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that cardiac arrest occurred. The procedure was aborted. A left atrial appendage (laa) closure procedure was being attempted under general anesthesia. The patient was already slightly bradycardic, in the 50's heart rate. During advancement of the watchman trusteer access's system (was) and versacross connect (vcc) dilator from the superior vena cava (svc) toward the interatrial septum, contact with the atrioventricular (av) node occurred, resulting in loss of rhythm and asystole. Chest compressions were immediately initiated, and epinephrine was administered, with successful return of circulation. The procedure was aborted. A temporary pacemaker was placed, and the patient was transferred to the intensive care unit (ICU) for monitoring. The patient blood pressure remained stable, and the temporary pacemaker was subsequently removed in the catheterization laboratory. The patient is expected to fully recover. It was further reported the patient was discharged.

Manufacturer narrative:
A1, a2, a3a, a3b - patient information added. B5: information added.

Event description:
It was reported that cardiac arrest occurred. The procedure was aborted. A left atrial appendage (laa) closure procedure was being attempted under general anesthesia. The patient was already slightly bradycardic, in the 50's heart rate. During advancement of the watchman trusteer accesss system (was) and versacross connect (vcc) dilator from the superior vena cava (svc) toward the interatrial septum, contact with the atrioventricular (av) node occurred, resulting in loss of rhythm and asystole. Chest compressions were immediately initiated, and epinephrine was administered, with successful return of circulation. The procedure was aborted. A temporary pacemaker was placed, and the patient was transferred to the intensive care unit (ICU) for monitoring. The patient's blood pressure remained stable, and the temporary pacemaker was subsequently removed in the catheterization laboratory. The patient is expected to fully recover. It was further reported the patient was discharged.